Event description:
According to the email received from an on-x patient, "are there any sites near ne (B)(6)? I am on warfarin 7.5mg daily for an inr 2.5-30 target goal. Monitored closely by [hospital]. My onx 29 was implanted in the aortic position (B)(6) 2012. Numerous changes to dosing over the past years, and difficult bridging events when procedures required withholding the warfarin for 5 days preop. I recently was bridging my warfarin with lovenox, which ¿contributed¿ to a subdural hematoma. Emergency surgery with an emergency dose of vitamin k, resulted in 3 dvts and 2 pes. 2 months of hospitalization and another 2 months of rehab, has got me doing better. I have been waiting for some initial results from your (B)(6) study, but I believe any risks from the switch to apixaban is overshadowed by the risks from warfarin. Looking forward to learning more." This investigation will be relegated to onxace-27/29, sn (B)(4).